Event description:
Nurse reported a pt blood glucose result of 250 mg/dl on the advantage/gts system, stated the pt had been eating (B) (4) and thought she might not have cleaned the pt's hand adequately. Retest result was 160 mg/dl within 10 minutes on the same system. Reported no adverse event relative to this discrepancy. Meter passed valid control tests, was not replaced or returned. Strips not available for return, replacement strips sent.